Event description:
Crews responded to a cardiac arrest call, pt condition on arrival not reported. Reportedly when an attempt was made to pace the pt the device indicated connect cable and use of the device was inhibited. A second crew was on scene, their device was used as a back up and care to the pt was continued. The reporter stated the pt's outcome was not compromised due to the availability of a back up device.